Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken bender. One of the ends of the rod slot has broken off and is missing. The tip of instrument broke while in situ bending. A back up set was used.

Manufacturer narrative:
The returned bender was examined. The top of the rod slot was found to have fractured off; the complaint is confirmed. The cause of the event is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding rod bending.